Manufacturer narrative:
Updated device evaluation completed on january 17, 2024. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the gel siltex mod-rnd 500cc breast implant was found to have a tear within an area of siltex cracking on the posterior view, measuring approximately 3 cm. The evaluation determined that the possible cause of the rupture is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on december 19, 2023 indicated that the patient underwent bilateral replacements with r/cat: 3507275mc, sn: (B)(6), l/cat: 3502251bc, sn: (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on (B)(6) 2024: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the gel siltex mod-rnd 500cc breast implant was found to have a tear within an area of siltex cracking on the posterior view, measuring approximately 3 cm. The evaluation determined that the possible cause of the rupture is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
T was reported that a 38-year-old caucasian female patient who underwent breast augmentation revision surgery with a 500cc mentor siltex round moderate profile memorygel breast implant on (B)(6) 2002 experienced extracapsular rupture of the left implant with left axillal lymph nodes containing silicone. This was found during a mammogram on (B)(6) 2015, and (B)(6) 2018. The patient had an MRI on (B)(6) 2018 that confirmed the rupture. The patient also has lymph node pain and itchiness in left breast around the nipple area. The patient will have lymph nodes removed. As a result, patient scheduled for bilateral removal on (B)(6) 2023. Note: mentor received two ruptured devices with no lot numbers, mentor investigated both devices in order to be through and conservatives of all possible issues might have happened to the patient. This report relates to the right side.